Event description:
A (B)(6) y/o male sitting on an invacare shower chair in the shower. The patient weighed (B)(6) and the weight limit on the chair was 400#. The front right leg of the chair broke and the pt fell. He broke his right ring finger. Date of use: (B)(6) 2011. Reason for use: showering.